Event description:
Planned revision (B)(6) 2011 of right side knee replacement with s-rom knee due to lose tibial component and solid femoral component.

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint databases did not show any other reports against the product and lot combinations, with an exception (B)(4), where as there was 1 other complaint from 2004. Review of the x-rays by (B)(4) base business concluded possible radiolucent lines at the base of the tibial tray: however this could not be confirmed. The x-ray from the supine view noted evidence of subsidence of the tray, which is possibly from the loose tray and or patient bone quality. No other observations could be made. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product and / or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.